Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the subclavian vein. The 10 mm / 60 mm armada 35 balloon catheter was advanced to the lesion without resistance. On the first inflation at 10 atmospheres the balloon exploded/ruptured and ripped in half. Resistance was felt during attempted retraction of the device; therefore, the sheath, guide wire and balloon were removed together as one unit. The separated segment of balloon was also removed from the anatomy with the device leaving nothing in the patient. The procedure continued on with the use of a non-abbott balloon catheter and was successful. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.